Event description:
A customer reported an event code when scanning the adc device. The customer therefore was unable to obtain sensor readings and developed breathing issues and loss of consciousness. The customer had contact with a healthcare professional and was provided unspecified treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .extracted data from the returned sensor using approved software. Insertion failures were not observed. Watermark was not observed at the base of the tail. Therefore, the issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an event code when scanning the adc device. The customer therefore was unable to obtain sensor readings and developed breathing issues and loss of consciousness. The customer had contact with a healthcare professional and was provided unspecified treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.